Event description:
It was reported that one week after insertion, the port was not functioning and a contrast study showed extravasation. When the port was removed, the catheter separated and moved to the right ventricle. The catheter was retrieved by a cardiologist. There were no reported complications.